Event description:
Additional information received that an epicardial rv lead was placed in lv. Since lead was attached to the device, this suggest possible off label use to device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d was explanted.